Event description:
Minimed paradigm purchased on november 2002 failed. It became totally nonfunctional. None of the buttons responded to any input. A call to minimeds help line resulted in a 15 minute wait for a response. The response was a person who took pt's number who in turn had a minimed technician return their call in 15 minutes, 30 minutes total time for an emergency response. Minimed stated pump had failed and will overnight a new one within 24 hours.